Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6003137 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code occlusion (e.g. Occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6003137 was manufactured according to the wi version 77 and packaging in the multivac 12, on12/sep/2023, with a total of (B)(4) units. Assembly of quick set: the lot 3j00293 was manufactured according to the wi version 26 assembled in the quickset line, on 12/sep/2023, with a total of (B)(4) units. The lot 3j00294 was manufactured according to the wi 4905245 version 26 assembled in the quickset line, on 12/sep/2023, with a total of (B)(4) units. Gluing of quick set the lot 3j00250 was manufactured according to the wi version 39 in the gluing of quick set machine mp04, mp05 & mp08, on 09/sep/2023, with a total of (B)(4) units. The lot 3j00248 was manufactured according to the wi version 39 in the gluing of quick set machine mp04, on 08/sep/2023, with a total of (B)(4) units. The lot 3j00249 was manufactured according to the wi version 39 in the gluing of quick set machine mp05, on 06/sep/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 07/jul/2025 against malfunction code occlusion (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6003137 and another 1 complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1:patient city: (B)(6), patient country: the united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 200mg/dl at the time of event and the patient got treated with insulin pump. Patient also tested positive for ketones. No further information available.